Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the console screen continues to freeze during iris placements. Additional information received stating that device screen freezes and went blank multiple times.

Manufacturer narrative:
No service history was available for review because this is the first time this unit is returned to the site for service and evaluation. A failure analysis was performed, and no fault was found with the device. We are not able to determine the relationship between this device and the cause for the reported event. The device passed inspection, hipot testing, and functional visual testing. The reported failure is not able to be duplicated. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information is received, the investigation will be reopened and responded to accordingly. A corrective and preventative action (CAPA) is not applicable because the reported event could not be confirmed through the evaluation of the returned device. This complaint will be used for tracking and trending purposes.